Event description:
A zoll distributor an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon eval. The brown (-5v), black (main batt), and green (+3.3v) wires were open inside the trunk cable. The cause of the inability to communicate with a test monitor is the open wire. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the open wires.